Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that power reboots had occurred. Visual inspection revealed that the battery compartment was cracked below the grip pad. No battery cap was returned with the pump. A test battery cap was able to be fully secured to the pump and was used to complete all testing. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power interruptions occurring. The complaint of the pump losing power intermittently was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged the pump was losing power intermittently. It was noted that a new battery was inserted into the pump and the pump powered on appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.